Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. However, log files has been sent by the customer and being reviewed by technical support. No root cause has been determined at this time since the investigation is still ongoing. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It is reported to vyaire medical that the bellavista experienced alarm 271 - "o2 supply fail - no o2 dosing possible". The issue occurred during patient-use and the device was replaced with another ventilator. The customer confirmed that there was no patient harm associated with the reported event.

Manufacturer narrative:
Result of investigation: vyaire medical performed log file analysis. Upon investigation, the unit has found no evidence of device problem. It was determined that the reported issue was attributed to user fault not following instructions. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.